Event description:
A other health care professional contacted technical service to report that golvo 7007 es, had an issue, alleges that one of the legs came all the way out. Sn not provided. This occurred before use. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority. The device was requested for service/inspection by baxter.

Manufacturer narrative:
Device inspection is still pending at the facility. The golvo mobile lift in intended to be used for transferring patients (adult or children) between devices (e.g., within the room), floor lifting, horizontal lifting, supporting patient limbs, ambulating patient, bathing patient, toileting patient, weighing patient and transferring patients from car. Intended for use in following environments: health care, intensive care, emergency ward, rehabilitation, habilitation. Although there was no adverse event reported and the reported malfunction is yet to be confirmed. If the lifts leg were to detach from the unit during use it could lead to serious injury or death therefore baxter is conservatively reporting this incident. Any additional information received during the course of the investigation will be submitted in a supplemental report.

Event description:
A other health care professional contacted technical service to report that golvo 7007 es, had an issue, alleges that one of the legs came all the way out. Sn not provided. This occurred before use. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority. The device was requested for service/inspection by baxter.

Manufacturer narrative:
Upon inspection, the baxter technician found the lifts legs could not spread due to missing bolts on the middle beam. The baxter technician replaced the middle beam to resolve. The golvo mobile lift in intended to be used for transferring patients (adult or children) between devices (e.g., within the room), floor lifting, horizontal lifting, supporting patient limbs, ambulating patient, bathing patient, toileting patient, weighing patient and transferring patients from car. Intended for use in following environments: health care, intensive care, emergency ward, rehabilitation, habilitation. This issue would not be likely to cause injury or death, the end user would still be able to operate the lift and complete the transfer or return the patient to the previous surface.